Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had a device implant in (B) (6) 2009. There was drainage noted from the pump incision a few weeks later around (B) (6). There were no other symptoms reported. At the first pump refill session, all 20 ml of drug were withdrawn and the patient's pain was not well controlled. The nurse stated that they had increased the patient's pump. A catheter dye study was done on (B) (6) 2010 with no csf present. A rotor study was also done and revealed that there was not a motor stall; the rotors turned freely. They were unable to get csf (cerebral spinal fluid) out of the cap (catheter access port). On (B) (6) 2010, she had a catheter revision. They were unable to find any kinks or disconnects. There was good csf flow when the catheter was spliced by the anchor. Once csf was verified, the catheter was pinned back together. When the pump rocket was opened, there was a large amount of "tannish thick drainage". The pump was disconnected and a bolus was programmed on the back table intraoperatively, which verified the flow of the drug from the cap. The fluid was cultured and showed no growth; the wbc (white blood cell) count was normal. The pump and catheter were explanted. The physician stated that it was a "sterile abscess". The patient was said to be "recovering well". The patient recovered without sequela. The medication being delivered via the device system was not reported.